Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately post-implant of this annuloplasty band, the band was explanted and replaced with a medtronic bioprosthetic valve. The physician chose to replace the band with a valve as he was "not happy with his repair." There was no report of adverse patient effects or device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.